Manufacturer narrative:
The investigation found no evidence to suggest that the vitros eciq malfunctioned. The investigation determined that all the samples processed on 13 march through the time of the event were manually programmed. Data log analysis does not show definitive root cause for the event; however, the sample programming data, console data, and condition code data indicate that both sample ids were manually programmed, in sequential order. The root cause is most likely user error when manually programming the samples.

Event description:
The customer reported that a single patient sample processed on a vitros eciq system had patient demographics associated with the incorrect sample ID and results. The vitros eciq results were not reported, and there were no reports of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.